Event description:
It was reported that during a ligamentoplasty surgery the anchor broke during installation. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. The complaint is confirmed. One unpackaged ar-2324bcct-1/ batch 15045102 was received for investigation. Upon visual inspection, it was noted that fragments of the anchor were broken. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging forces being applied during insertion.